Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
While impacting an implant, the handle broke off the impactor.

Manufacturer narrative:
An event regarding a fractured da instrument impaction handle was reported. The event was confirmed. Device evaluation and results: a material analysis has been performed. The report concluded: "the impactor fractured due to an overload condition. Eds showed the impactor was consistent with 17-4 ph stainless steel alloy. Hardness testing showed the impactor was consistent with 17-4 ph mater in the h900 ages condition. No material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: not performed as no adverse consequences to the patient were noted. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. The investigation concluded that the device fractured due to an overload condition. No material or manufacturing defects were identified through the material analysis.

Event description:
While impacting an implant, the handle broke off the impactor.